Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided picture identifies the unit, but provides no complaint related information. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H2: additional information on d8, h6 and h8. H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A visual inspection of the controller shows a warranty seal which is untouched and in its original condition; s/n:(B)(6), manufacturing date rev.b 2017-10; the controller was previously not opened; the front view show a missing cover on the fluid flow regulator with loose spring ends of the torsion springs: no manufacturing or abnormalities could be visually detected after opening the top cover of the controller unit; no fluid or spill marks were found. During functional evaluation the controller was powered on and activated at different settings; with the setting high+ and while using a flow 90 wand; a former software version 2.5 - 1.3 is installed; a test tube was installed on the fluid flow regulator module to perform the evaluation tests; the fluid flow regulator creates a loud rattling noise during the tests as reported; the stator on the fluid flow regulator has a former rev.d. The complaint of recognition was not confirmed. The complaint of noise was verified and the root cause was associated with a component failure. Factors that could have contributed to the event include that the saline bag may be low on saline, which cause the tubing to vibrate due to air in the line and causes the wheel to sound as if there was an issue with the irrigation pump of the system, and the stator cover of the pump may have been making contact with one of the screws used to hold the cover in place creating a metallic noise. A corrective action has been initiated to mitigate future recurrence of events related to the noise issue.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the set up of a rotator cuff repair, the werewolf rf 20000 controller did not recognize that ablator that is attached, it kept asking for it to be attached. Procedure finished with s&n backup device. No surgical delay or injury to patient reported due this event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.